Event description:
Boston scientific received info that this right ventricular lead was not capturing in bipolar configuration. Intermittent capture was noted in unipolar configuration. As a result, this lead was explanted. No adverse pt effects were reported.